Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittently undersensing during atrial tachycardia/atrial fibrillation (at/af) possibly leading to false termination of arrythmia. The right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent a cardio-version.